Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. However, it is likely that the suggested event may have occurred due to breakage of image sensor unit/cable. Important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted for the correction of the g3 date of the initial report (manufacturer report number: 9610595 - 2023 - 15368). The correct aware date of the initial report is october 13th 2023.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope, there will be no picture when rotating the angle, (complete field of vision). Additional information: temporary image loss, the entire screen becomes black and shows no images (blackout). The issue occurred during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus. The device was evaluated by the third party and the customer's allegation was confirmed. The evaluation found that due to a cut on the charging coupled device (ccd) cable, the image disappears during angulation in upwards/downwards direction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.